Event description:
The customer reported that the system displayed a video/m2 error message and locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The frame grabber was replaced. The system was tested and found to be working as intended and put back into service.